Event description:
A continuous infusion was started without an anti-syphon valve. The peripherally inserted central catheter line clotted off and had to be removed. Both the air alarm and up occlusion alarms were disabled. A peripheral IV had to be started in the pt's right arm. A new peripherally inserted central catheter line had to be re-inserted by physician.